Event description:
Patient with recent kidney transplant and perioperative myocardial infarction was found in bed with no pulse and CPR was started. The zoll defibrillator was turned to the "defib" setting and it came up. When the code team arrived, the staff noted that the "defib is not on - the screen is blank". The defibrillator had been on battery prior to going blank. Staff plugged in the defibrillator and the screen was still blank. Staff turned the dial to "pacing" to see if any activity could be picked up at all. The defibrillator was never used because the patient had asystole throughout the arrest. The only time a pulse could be felt or doppled was when compressions were being done. Another debrillator was obtained immediately from an adjacent nursing unit. Code was stopped after 20 minutes and patient pronounced. Patient expired from suspected myocardial infarction, no autopsy performed. Equipment failure did not contribute to patient's death.